Manufacturer narrative:
(B)(4).

Event description:
The patient reported a return of symptoms. The patient had tried changing programs and increasing stimulation. No trauma/falls were related. The troubleshooting was reported to have resolved the issue. The patient had experienced urgency. The change in symptoms was reported to have been sudden. It had occurred 2-3 days prior to this report. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Follow-up was performed to determine if the return of symptoms was resolved.